Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material not being removed by failure of appropriate reprocessing due to malfunction of the forceps elevator and breakage of the knob wire (k-wire). The event can be prevented by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection. Reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. In general, the customer follows the reprocessing steps as recommended by the instructions for use (IFU). However, in some instances such steps have been missed during reprocessing. As such, there is a possibility that the device was used on a patient with the presence of foreign material. This device was fully reprocessed with all steps completed, prior to being sent in for repair. The forceps elevator was raised and lowered three times in water during aspiration and brushed. The forceps elevator was operated in the detergent solution and flushed appropriately. The distal end was not brushed with the channel-opening brush or brush per the IFU.

Event description:
Customer returned this device for evaluation and repair of issues of angulation play, bending tube deformation, and forceps elevator not working as observed during device reprocessing. Upon evaluation of the returned device, it was observed that forceps elevator has foreign material. The foreign material is yellowish-brown in color but could not be identified. This is attributed to failure to clean adequately. Other parts of the device such as grip, control unit, right/left knob, up/down knob, forceps control lever, and switch box were found to be dirty. This medwatch is being submitted for the issue of foreign material being found in the device and failure to clean the device adequately as observed during device evaluation.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection of the device, it was observed that the forceps elevator has foreign material. The foreign material is yellowish-brown in color but could not be identified. This is attributed to failure to clean adequately. Other parts of the device such as grip, control unit, right/left knob, up/down knob, forceps control lever, and switch box were found to be dirty. Other observations for the device: due to wear of angle wire, bending angle in up/down/left/right (u/d/l/r) direction and play of u/d and r/l knob do not meet the standard value; scope cover has dent; universal cord has dent and discoloration; and distal end cover (c-cover), connecting tube, scope connector, adhesive of distal end rubber coating (a-rubber), and universal cord have a s scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.